Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any product for evaluation. System logs are not available for review.

Event description:
It was reported that after completion of an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax. The physician used a needle and cryo-probe during the procedure. The region biopsied was the right upper lobe. It is unknown if the patient experienced symptoms. The pneumothorax was discovered via a post-procedure chest x-ray. A chest tube was placed. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ion system worked and there was no malfunction. The pleural-based lesion was located in the right upper lobe and was situated on the visceral pleura. The initial pneumothorax size was approximately 3cm apical and 1 cm lateral, with no indication of progression. A 14 fr pigtail chest tube was placed, and no additional medical interventions such as medications or breathing treatments were required. The patient remained asymptomatic, reporting no shortness of breath or chest pain. A diagnosis was obtained from the biopsy, though details were not disclosed. The patient was hospitalized for 24 hours following the event and was subsequently discharged home.